Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the inside of the light guide lens was dirty because there was moisture ingress from the leaking area which caused corrosion. However, the final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii duodenovideoscope elevator broke, abnormal shape of forceps elevator. During inspection and evaluation, the inside of the light guide lens is dirty. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: grip is shaved, air/water cylinder and suction cylinder have discoloration, several scratches found throughout the device, due to damage on guide pin of the electrical connector, water tightness is lost, electrical connector has corrosion due to water leakage, due to a cut on the k-wire, forceps do not rise up at all, due to wear of the angle wire, the play of the up/down knob and the bending angle in the left direction are out of specification, image guide protector has a cut, connecting tube has a wrinkle, adhesive around objective lens has wear, water tightness of forceps elevator is lost, and universal cord has a wrinkle and coating peeling. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.